Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a spinal fusion on (B)(6) 2016 and the reservoir was connected to a drain. In the hospital, on (B)(6) 2016, the drainage amount was very low. There was no adverse consequence to the patient reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. All components are in place and in good conditions as well as the end device function properly. During samples evaluation it was verified that the plate was able to be opened and closed without any issues. The sample does not have any broken or damaged components that could have affected its function.